Event description:
Our staff had found 3 exactamix 1000 ml eva containers that were leaking from the middle port. They had made the decision to pull the lot from use after 3rd leaking container. All were found before patient interaction and all were under the same lot number.